Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The customer suffered a seizure and drowned in the bathtub. The cause of death was listed as severe anoxic brain injury, drowning, and seizure. The customer had epilepsy, but he had stopped taking medication for it. It had been 20 years since his last epileptic seizure. The customer was wearing the insulin pump and a recalled infusion set at the time of death. Nothing further was reported.